Event description:
It was reported that the trained technician attempted arteriotomy closure of the right common femoral (rcf) using a starclose device after a diagnostic procedure. Before the technician could delivery the clip, the vessel locator button popped out. Hemostasis with achieved by manual compression and there were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.